Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred during an unspecified date, "over the weekend". (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least 5 one-link needle-free IV connectors leaked (from either the seam or crack in the cap). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.